Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that approximately 6 months post implant, the patient experienced pump rates in auto mode over 100bpm, and patient complained of headaches when this occurred. At this point, the patient was placed in fixed mode at 60-70 bpm without problems. Approximately 12 months later, the patient developed moderate ai and a decision was made to replace the lvad with the manufacturer's clinical trial lvad. The patient was managed in fixed mode until explant.

Manufacturer narrative:
A decision was made to replace the lvad with the manufacturer's clinical trial lvad. The patient remains ongoing with the manufacuturer's clinical trial lvad. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time.